Manufacturer narrative:
This report is submitted on 9 december 2020.

Manufacturer narrative:
This report is submitted on september 16, 2020.

Event description:
Per the clinic, the patient experienced a migration of the electrode array, resulting in no sound perception. Explant and reimplantation is planned but has not taken place at the time of this report.

Manufacturer narrative:
Per the clinic the device was explanted on (B)(6) 2020. The patient was re-implanted with a new device during the same surgery. This report is submitted on november 9, 2020.